Event description:
A us distributor contacted zoll to report that a patient developed red, itchy spots under the back therapy pads of the lifevest equipment. The patient¿s dermatologist prescribed clobetasol propionate .05% cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.